Event description:
Patient presented remotely with high impedance and loss of capture on the left ventricular (lv) lead. Programming changes were made successfully. Patient was stable before, during, and after the procedure.